Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred while loading multiple cartridges onto the pump. There was no reported impact to blood glucose. The customer reverted to using an alternate pump for insulin therapy.